Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) 1, usm3, and distal set up joint (suj) units involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaints with the usm1 and usm3 units but did not replicate the reported error on suj. During in-house testing usm 1 generated errors during start-up in normal mode. Failure analysis found debris/contamination/specks on rotor mirror and instrument sterile adapter (isa) printed circuit assembly (pca) mirror surface causing latency error from the field. The unit also failed carriage strength, carriage friction low and carriage friction high speed test. As a fix to the reported problem, the rotor and isa pca were replaced. All other carriage rotors had heavy haze/surface contamination and were also replaced. A root cause of the reported failure was attributed to component failure. During in-house testing usm3 passed in normal mode but grinding noise was present when moving the pitch axis full range of motion. The pitch motor module was opened. Brake gap was within specs, but failure analysis found the pitch rotor had a wider gap than usual from the input plate. Pitch harmonic drive's wave generator bearing was also felt rough when turning physically. The pitch motor module assembly and pitch harmonic drive were replaced as a fix. A root cause of the reported failure was attributed to component failure. During in-house testing the suj was placed on patient side cart (psc) fixture test platform (pftp) machine and passed all tests. Customer notes and logs confirm error occurred multiple times and that this was an intermittent issue. No problem was detected. As a precaution the searchlight printed circuit assembly (pca) board was replaced along with flat flex cable (ffc) cable and the motor module.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse performed sine cycle test on universal surgical manipulator (usm) 1 and failed. Error 23118, which pointed to distal set up joint (suj), appeared. The fse replaced the distal suj and universal surgical manipulator (usm) 1 to resolve the issue. In addition, abnormal sound on usm 3 was confirmed when it was moved in full range of pitch motion. The fse replaced usm 3 to resolve this issue. The system was tested and verified as ready for use. Isi has received the usm and suj for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the transcervical esophagectomy non-transthoracic procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the universal surgical manipulator (usm) 1 was replaced after the completion of a surgical procedure due to resistance when moving during the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted transcervical esophagectomy non-transthoracic surgical procedure, the clinical sales representative (csr) informed the technical support engineer (tse) that the customer was feeling resistance when moving universal surgical manipulator (usm) 1 to dock, and there was abnormal sound on usm 3. The field service engineer (fse) will follow up. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was not checked upon powering on the system. The system initially powered on without errors. Usm did not move in the opposite direction or uncontrolled motion. There was no drape interference on usm 1. There was no patient impact due to the issue. No usm was being disabled during the procedure. The procedure was not delayed. The procedure was completed robotically with all four usms.